Manufacturer narrative:
On 27-feb-2026, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 23-dec-2025, mentor received additional information about the event. The patient was scheduled to undergo explantation on (B)(6) 2026. On 06-jan-2026, mentor received additional information about the event: patient developed pain, redness, and swelling in her left breast. Both ultrasound and MRI results indicated a large periimplant fluid collection in the left breast. The patient underwent ultrasound guided aspiration of the fluid, and a sample was collected and sent to cytology. No malignant cells were identified. MRI results indicated an enlarged left axillary lymph node. Ultrasound results suggested silicone uptake by the lymph node. Reason for device explant and/or reoperation: breast prosthesis rupture, inflammation of breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with a mentor memoryshape breast implant 295cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-mar-2026, mentor completed its investigation on the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned device revealed that the breast implant was found to be ruptured. In addition, siltex cracking was noted on the edges of the rupture. The evaluation determined that the possible cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Swelling is a temporary normal post-operative condition. Depending on presentation, delayed swelling may require additional work-up by the surgeon. Swelling is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria, and that normal wear may have caused the observed defect. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-jan-2026, mentor received additional information about the event: - the patient suffered from recurrent seromas in the left breast. - during explant surgery, it was discovered that the right breast prosthesis was ruptured as well. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2026-01667 for the report for the patient¿s right breast prosthesis. - the patient¿s explanted breast prostheses were replaced with motiva gel breast prostheses. Manufacturer¿s reference number: (B)(4).